Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using an ilet system with a dexcom g7, with the lowest cgm reading of 68 mg/dl and brief duration, after inconsistently announcing meals and using meal announcements to correct highs, which led the user to believe the pump was dosing too much insulin; the device component relevant to this event was the user interface. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure or method, related to interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.